Manufacturer narrative:
The implant was placed (B)(6) 2013 in type IV bone, which is the least dense bone type. The implant was uncovered on (B)(6) 2013. The type of bone being type IV means that integration of the bone to the implant would take longer than in dense bone. Uncovering after only two months is more likely to fail than if integrated for four to eight months. There were no x-rays between (B)(6) 2014 and (B)(6) 2017 of that tooth area so it is unknown if the bone had resorbed and made the implant mobile. The breakage pattern is consistent with stress at the point of the abutment ending in the implant which indicates movement. The event may have been avoided with longer integration times.

Event description:
The doctor reported a patient with a fractured implant. The implant was placed on (B)(6) 2013. The fractured part of the implant and the abutment was provided.